Event description:
It was reported by a nurse that a vns pt's vns lead was protruding from his neck. The pt went to the emergency room where it was observed that there was an open wound in the neck through which the lead could be visualized. The physician at the hospital re-inserted the lead and closed the wound. The nurse saw the pt on (B)(6) 2011 and reassessed his wound. It appeared that the pt's wound was healing well. Pt denied any manipulation to the neck region and the nurse suspected that pt's anatomy may have caused the protrusion of the lead.